Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The device set screw was found to have a rounded socket and be in the device connector bore.

Event description:
It was reported that during the implant attempt of the implantable pulse generator (ipg) device, the physician was unable to seat the wrench securely into the hex head to turn the set screw. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.